Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up arrow keypad button required multiple presses to elicit a response. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.